Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported this was a mitraclip procedure performed to treat grade 3-4 degenerative mitral regurgitation (mr). The transseptal puncture was performed and the steerable guide catheter (sgc) was inserted into the anatomy without resistance. The mitraclip delivery system (cds) was advanced; however, when advancing the cds, the sgc was inadvertently pushed together with the cds and the clip hit the wall of the left atrium (la), lacerating the la and causing a pericardial hemorrhage. The pericardial hemorrhage was drained and the la surgically treated and sutured. Hospitalization was prolonged. The mitraclip procedure was aborted; no clips were implanted. Mr remains at grade 3-4. The patient remains stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Based on the information reviewed, the reported patient effect of pericardial effusion was a result of the atrial perforation and the atrial perforation appears to be related to user technique of advancing the devices. It should be noted that the reported patient effects of atrial perforation and pericardial effusion, are listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.